Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient (who is also a health professional) reported being injected in the submucosa with juvéderm® volift¿ with lidocaine then was injected with hyalased for an unknown reason. Patient later was then injected in the lips with juvéderm¿ voluma¿ with lidocaine. The patient developed a ¿bacterial infection¿ and ¿lumps¿ in the lips and was treated with taxim injection by a different health professional. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00143 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volift¿ with lidocaine.